Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by following below instructions for use: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the nozzle has foreign objects, adhesive on bending section cover or distal sheath (a-rubber) has a chip, adhesive on a-rubber has white-clouded area, a-rubber has a scratch, s-cylinder is shaved, paint on aw-cylinder is peeled, protector of universal cord on s-connector side has a scratch, and the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had physical defects of the bending section and insertion tube including unusual shapes. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.